Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 400 mg/dl. Prior to troubleshooting with tandem technical support, the pump supplies were changed to address the issue. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge; however, customer maintained that the pump was the cause of the occlusions. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.